Event description:
It was reported during a routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) was failing pim leak test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Customer reported device was failing pim test which is performed after every use. No patient involved. A getinge field service engineer (fse), confirmed onsite that device passed all manifolds test except for pim test. To fix the issue fse replaced safety disk, ran pim test with no failure. Fse verified unit, calibrated and passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.